Event description:
It was reported that the patient walked through a theft detector or security gate at a grocery store, with her device turned on. Following the event, the patient experienced overstimulation of her implantable neurostimulator. The patient stated that this event occurred years ago and that she was able to use her programmer to turn stimulation down. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Extension model 748910, serial# (B)(4), implanted: (B)(6)-2004, explanted: na, lead model 3487a-56, lot# j0405919v, implanted: (B)(6)-2004, explanted: na, lead model 3487a-56, lot# j0405919v, implanted: (B)(6)-2004, explanted: na, extension model 748910, serial# (B)(4), implanted: (B)(6)-2004, explanted: na, programmer model 7435, serial# (B)(4).